Event description:
Healthcare professional reported "when opening a natrelle implant, the assisting np noticed something inside the implant". This device was not implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event foreign material on implant was received on april 29, 2026, with lot number 1339109. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ foreign material on implant: observed a particle inside on the gel, through visual inspection assessed as workmanship. A further investigation is requested. None of the other observations performed during the device analysis deformation and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: contamination.

Event description:
Healthcare professional reported "when opening a natrelle implant, the assisting np noticed something inside the implant". This device was not implanted and surgery was completed with a backup device.